Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The biopsied nodule was described as being large, 4 cm in size, ground glass opacity (ggo), and with a 1.3 cm subpleural solid component. The nodule was located in the right lower lobe. This was the main target component. As the needle was extended from the sheath, the pleural boarder indicated 10mm from the boarder. The needle was changed to 8mm due to movement while the patient was breathing (the patient was not on breath hold). Post procedure, a x-ray identified a small pneumothorax. A chest tube was not placed. Per the site, the subpleural nodule made the patient high risk for a pneumothorax. The patient initially received oxygen treatment. There were no other interventions, apart from pleural aspiration. Per the physician the pneumothorax could have potentially occurred via another biopsy modality because there was a high risk for a pneumothorax with any biopsy modality. The procedure went well and the biopsy confirmed lung cancer - the patient was scheduled for surgery. The patient went home on day two and was fine. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.